Event description:
It was reported that the patient presented to the emergency room with an inappropriate shock. Interrogation yielded three episodes, with only one meeting the threshold for therapy. The egm indicated that there was ventricular oversensing of noise, that was reproducible when the patient lifted himself onto the table. There was also increased thresholds, inadequate pacing, and high impedance (greater than 2000 ohms). The physician suspected a lead fracture and capped the lead. A medwatch was subsequently received reporting that the patient received an inappropriate shock from noise. The noise was reproducible with pocket manipulation. The pacing threshold was elevated and impedance was greater than 2000 ohms. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room with an inappropriate shock. Interrogation yielded three episodes with only one meeting the threshold for therapy. Egm indicated that there was ventricular oversensing of noise that was reproducible when patient lifted himself onto the table. There were increased thresholds, inadequate pacing, and high ventricular lead impedance >2000 ohms. The physician suspected a lead fracture and capped the ventricular lead. No further patient complications were reported as a result of this event.